Event description:
Metal spoke that connects to the head has broken...head came off - oral-b [device breakage] case narrative: a parent via phone stated that the metal spike ("spoke") that connected to the oral-b toothbrush head of their 11 year old daughter's (female) oral-b pro 3 toothbrush, type 3772 broke and the oral-b toothbrush head came off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.